Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of separation other component - leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 2423-0007 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that bd alaris smartsite pump infusion set was separated. The following information was received by the initial reporter with the following verbatim it was reported by the customer that these new yellow stop cocks that are part of their piv setup are a danger to patients. They come loose very easily. Even after you tighten them to the piv tubing. They come apart during IV sedation cases with propofol. This can lead to awareness and patient's blood pooling back out of the tubing.